Manufacturer narrative:
The company service representative replaced the disclosure and main hard drives. The system was tested to factory specifications. It functioned normally and was returned to use.

Event description:
The customer reported that while the panorama central station was in use monitoring patients along with passport 2 bedside monitors, and one ambulatory telepack, the central station went to a blue screen. No patient injury was reported.